Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieved hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was fully deployed. Both cuffs were captured and attached to the needle tips. The suture had been cut distal of the anterior cuff with approximately 2 cm of the rail suture attached to the posterior needle tip. Based on the analysis there was no evidence of a cuff miss. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.